Manufacturer narrative:
There is no additional information for this event available as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, upon doing a new installation of the device, there was no image observed, only color bars. There was no reported patient involvement.

Manufacturer narrative:
Relevant additional information has been received for this event. Correction is being made to usage of device. This information is being provided in this supplemental report. This event is not the initial use of device. The device was being reused for set up with a new scope when the issue of no image and color bars occurred. There was no patient involvement. The device issue of no image was resolved, though how it was resolved is not known.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device image issue was resolved, but how information on how it was resolved is not available. Device was not returned for any malfunction repair. The issue could temporarily have happened due to poor connection or contact failure due to debris, foreign particle etc.